Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - locked), difficult to open or close (gripper actuation - single), or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported difficult single gripper actuation and clip opening while locked could not be determined. A cause for the reported poor imaging could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the issue was able to be resolved. The clip was then deployed on the mitral valve. Immediately after deployment, the clip opened to roughly greater than 30 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.